Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet powered off unexpectedly at approximately 30% indicated battery life and showed about 25% charge when placed on the pad, recurring over the past week, consistent with premature battery discharge associated with the device¿s battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem traced to the battery, aligning with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.